Manufacturer narrative:
It was reported that a bad light-emitting diode (led) was observed. No patient injury was reported. UDI #: UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition with evidence of scuffing on case. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and attempted to power on unit. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm did not activate. Pressed general alarm test switch and no visual or audible alarms were present. Removed front cover and investigated further. Found circuit board was damaged with all light-emitting diode (leds) missing from circuit board and white stand offs in bottom of case. The liquid crystal display (lcd) was bent backwards. The leds were found stuck within the recesses of the front cover. Found main circuit board to be faulty. This damage is consistent with improper installation of cover and damage caused by customer. The root cause of the reported issue was due to use error. No further actions were required.

Event description:
It was reported that a bad light-emitting diode (led) was observed. No patient injury was reported.